Event description:
On (B)(6) 2012 - bilateral l4-l5 and l5-s1 facet fusion with placement of l4-l5 spinous process device. Bilateral l4-l5 and l5-s1 foraminotomies. On (B)(6) 2012 - pt follow up and rehab revealed drainage of wound area. Pt complained of severe low back pain. Wound dehiscence was noted. Statement on report that the pt "never had incision covered". On (B)(6) 2012 - wound was debrided and a drain was placed. Antibiotics were administered.

Manufacturer narrative:
Bacterin reviewed processing charts for the identified products. All grafts were terminally sterilized via gamma irradiation at the following doses, which met the minimum validated sterilization dose of (B)(4) for osteoselect dbm putty and (B)(4) for osteosponge and bacfast products. B120213-287 = delivered dose of 23.8 - 27.5 kgy on (B)(6) 2012. B110225-512 = delivered dose of 21.3 - 24.9 kgy on (B)(6) 2012. B110220-702 = delivered dose of 11.1 - 12.4 kgy on (B)(6) 2011. B120146-532 = delivered dose of 21.3 - 24.9 kgy on (B)(6) 2012. B120057-574 = delivered dose of 21.3 - 24.9 kgy on (B)(6) 2012.